Event description:
On 09-nov-23, nurse assist received a complaint via phone from (B)(6) of the following event: description from nurse assist customer service e-mail: this lady had breast surgery and used the 6240. She used it to clean the surgical wound. She ended up in the hospital with sepsis and it was terrible. She thinks it was because of using the 6240.